Event description:
On (B)(6) 2011, company representative reported the infusion device has a defective down button. Verified that the down button is no longer working. The infusion device is a demo and has not been used on a patient. No physiological effects were reported. No assistance from a healthcare professional or second party was required to address the issue. Requested return of the alleged infusion device for evaluation.